Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the device inspection result by olympus medical systems india private limited (omsi), olympus medical systems corp. (Omsc) confirmed that the converter was defective. Therefore, the reported event may have been caused by the converter failure. The converter failure may have been caused by long-term use, because about five years have passed since the device was manufactured. Alternatively, it may have failed accidentally. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus medical systems (B)(6) for evaluation. Omsi inspected the device and confirmed the following: the emergency lamp error was displayed on the device due to the converter unit failure. The converter unit may have failed due to high voltage or surge input. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the ureteroscopy for stone removal, a yellow light was visibl. The user also reported that the yellow light had been shining in before the procedure began. The user completed the procedure with the device. There was no report of patient injury associated with the event.